Event description:
The customer reported loss of motorized movements. Complete loss of motorized functionality may result in inability to obtain images. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. All connections on logic controller boards were evaluated and reseated. The system was tested and found to be working as intended and returned to service.